Manufacturer narrative:
B3: date of event is unknown. D6b explant date is unknown. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 120 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss; cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress, and pain and suffering; likely revision surgery. No further issues or complications were reported. No additional information is available.